Event description:
It was reported that the patient was doing fine until about a year prior to report. The patient used a foley catheter for four months for muscle damage and retention prior to getting botox in (B)(6) 2014. It was noted that the botox backfired and froze up the patient¿s bladder. The patient had their device replaced in (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had therapy issues that started since implant. The device helped with her issues at first, but her condition had worsened and now she had retention. There was not a 50 percent or greater symptom reduction. She had intravesical botox treatment surgery on (B)(6) 2014 for interstitial cystitis and since the surgery she had issues and retention. The patient self-catheterized, and had two infections toward the middle or end of (B)(6) 2014. For three months after the procedure, she wore a foley catheter as she was unable to perform self-catheterization. Any time she had a problem, her doctor confirmed there was not an infection and sent her on her way. The patient lost 100 pounds since device implant, the device was moving, and the pocket was deeper. She was told that she would have surgery to move the device to a new pocket and the battery would be changed. The surgery took place on (B)(6) 2014. The event cause was determined and was not device related. Following surgery the device was still in the same place, just more towards her butt crack. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v399339, implanted: 2010 (B)(6); product type lead. (B)(4).